Event description:
On (B)(6) 2010, pt reported, the down button on the infusion device was not functioning properly. This was first noticed on (B)(6) 2010 when pt tried to view the infusion device info and bolus history. All other infusion device buttons were functioning as intended. Infusion device was not dropped. Down button pops up but does not produce a sound when pressed. Pt boluses approx 5 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.